Event description:
It was reported that there was a motor stall occurred with a tube set message two days later. It was stated that the patient had an MRI on (B)(6), but the pump was never checked afterwards. The motor stall recovery didn¿t occur until the day of report. There were no symptoms reported by the patient. The device system was used to deliver prialt and dilaudid.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).

Event description:
It was later reported that the patient was fine and no adverse event occurred.